Event description:
The customer reported the sys locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and cleaned and reseated the dc power supply output connector and the fluoro functions and generator interface boards. The sys operates as intended.